Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an "air in line" alarm approximately 40 minutes in to infusion. The pump ended up reverting back to the factory settings. The patient was able to complete the infusion trouble shooting and priming the pump. There was no reported injury to the patient.